Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusions were related to the cartridge. Customer changed infusion set to address occlusion alarms, but alarms continued. Customer changed cartridge to address occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 187 mg/dl.